Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing could not reproduce the reported device failure to charge. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for the use of the device has not changed and is still acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an intermittent power source detection issue. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that the power source detection issue was due to a defective psu. The psu was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an intermittent power source detection issue. There was no patient injury reported as a result of this incident.